Manufacturer narrative:
(B)(4).

Event description:
The pt experienced intermittent stimulation. He noted that he had several falls since the neurostimulator was implanted and could not attribute any of them to the intermittent stimulation event. Add'l info was requested.